Manufacturer narrative:
Device evaluation: analysis of the returned device identified; crease folds, missing shell (0-25%) and a broken shell. Leak test and microscopic analysis was performed which identified; striated broken shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a broken striated opening due to surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported left side "rupture during implantation". A backup device was available. Unknown if device made contact with the patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "rupture during implantation". A backup device was available. Unknown if device made contact with the patient.